Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2022, the patient was admitted into the hospital due to diabetes. The patient's blood glucose level was 26.0 mmol/l on the hospital's accu-chek guide blood glucose monitor. After the patient was hospitalized, the blood glucose results were "lo" mmol/l (less than 0.6 mmol/l), 1.9 mmol/l, and "lo" mmol/l (less than 0.6 mmol/l) on the accu-chek guide blood glucose monitor. The timeframe between the results was unknown. At the same time, the nurse took venous blood and sent it to the laboratory for re-examination. The patient was treated with sugar solution. The laboratory detected a venous blood value of 26.5 mmol/l. The doctor immediately stopped supplementing the sugar solution and administered insulin therapy to the patient. It is unknown how long the patient was in the hospital.

Manufacturer narrative:
Correction - the unique identifier number was updated in section d4 based on the returned product.